Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg 401 mg/dl) following a steroid injection. No ketones or diabetic ketoacidosis (dka) were reported, and the user was able to self-treat without assistance. The device eventually corrected the high bg, and an alert was received for the elevated value.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.